Manufacturer narrative:
One opened/used sensor was tested and it passed per specification with accurate readings. The sensor was inspected for defects and none were noted. The introducer needle on the sensor also passed per specifications.

Event description:
Customer reported he the cannula on the sensor was missing. Customer stated the insulin pump had alarmed lost sensor and when he removed the sensor he noticed it was missing. Customer's blood glucose was 180 mg/dl. Customer stated he did notice the needle felt different when he was removing it. Customer doesn't think the cannula was inside him. There was a red spot where the sensor was inserted. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.